Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent dental procedure on unknown date and suture was used. The needle pulled -off during tissue passage. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: an opened box with unopened samples of product code were returned for analysis. The issue sample was not received for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.